Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she was having issues manually filling tubing with the plunger. Customer also mentioned insulin was squirting out during manual prime process. The customer's blood glucose was 31.5 mmol/l. Troubleshooting was performed on the insulin pump and it was noted the device was having trouble detecting the reservoir. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer is not returning the reservoir for analysis.